Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented with complains of nausea and dizziness. The EKG revealed slow ventricular tachycardia. Log file analysis captured pi events and no unusual events.

Manufacturer narrative:
Section a4: multiple attempts were made to obtain patient weight information from the customer; however, no additional information was provided. Manufacturer's investigation conclusion: a direct correlation between the device and the reported ventricular tachycardia cannot be conclusively determined through this evaluation. Review of the submitted log files was unremarkable and the device appeared to be operating as intended. It was reported that the patient presented to the center with complaints of nausea and dizziness. An electrocardiogram (EKG) revealed slow ventricular tachycardia. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported at this time. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.